Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to verify for motor error alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump had moisture damage on electronic assembly. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a message stating a button was pressed for more than three minutes on the insulin pump. Customer's blood glucose was unknown. The customer stated the drive support cap appeared to be normal. Customer also stated the buttons were unresponsive and the insulin pump went blank. The customer reported the insulin pump was exposed to chlorine water. A constant tone and button error alarm occurred after the moisture exposure. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.